Manufacturer narrative:
(B)(4).

Event description:
It was reported that the display device prompted, "sensor not active" during the session. The sensor was inserted into the arm on (B)(6) 2024. Data was evaluated and the allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.